Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one pta ultraverse 035 dilatation catheter was received for evaluation. During visual evaluation, no anomalies were noted to the luers/y-body. The flexor check-flo introducer sheath was noted loaded onto the catheter and partially covering the balloon. Bunching was noted to the sheath. During functional testing, the introducer sheath hub was flushed and the introducer sheath was able to be removed from the catheter without issue. An in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. Under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported longitudinal balloon rupture as a longitudinal rupture was noted to the balloon under microscopic examination. The investigation is also confirmed for the reported difficult to remove as the catheter was returned with a bunched introducer sheath loaded over it. A definitive root cause for the reported longitudinal balloon rupture and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2024), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. It was further reported that the ruptured balloon allegedly causing blockage in the introducer. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024).